Event description:
After the third puncture with the same needle, the needle broke between the sheath and the handle. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects nor require any additional procedures due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for needle breakages, regardless of the pt outcome. This complaint is related to an echo-hd 22-ebus-p device of lot number c1002776. The echo-hd-22-ebus-p device involved in this complaint was not returned to be returned for eval. With the info provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. It can be noted that this incident occurred after the third puncture with the same needle. A possible cause of this complaint is that the needle bent during use resulting in needle breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to pt anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure, it is possible that the kink resulted in a breakage. As the device was not returned for eval and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-hd-22-ebus-p devices of lot# c1002776 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There have been no adverse effects to the pt reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.